Manufacturer narrative:
Unknown taper. Medwatch sent to FDA on 11/25/2015. The reporter of the event stated the product would be returned for analysis. To date, apollo has not received the device. The reporter of the event was asked to indicate device information such as serial and/or catalog number. To date, no additional information has been received by apollo. If returned, visual examination may determine the connecter type associated with this event. Device labeling address the reported event of leak as follows: adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient came in for an adjustment of their lap-band system and reported they had noticed a sudden loss of satiety about 10 days previously. Patient should have had 10.9 cc in their lap-band and the physician was only able to extract 6.0 cc. The physician added 2 cc, and the patient returned a few days later and stated they still felt hungry despite the fill. Patient was sent for x-ray. The physician reported a leak, and the entire lap-band system was explanted.